Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for cannula through shield and needle stick (clean) on lot # 8120891. Investigation summary: customer returned photos of a 1/2cc syringe in a sealed blister pack. Customer states that the needle has pierced the orange cap on the syringe and she has also pierced her finger when going to open the sleeve to use the syringe. The attached photos were examined and exhibited the cannula through the shield, exposing the cannula, which could cause a needle stick. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 8120891. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: on 26th feb 2020, holdrege received photo sample of a 0.5ml 29g * 12.7mm insulin syringe of batch# : 8120891. After visual inspection of the physical sample, we would confirm that it is bent and hooked cannula and happened after getting cannulated, passed the pim inspection for cannula angularity. It must have happened during the process of shielding. Process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: did not find any l2l dispatches for repairs/ adjustments. There were no notifications pertaining to the complaint. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 29ga 12.7mm blister 200bx needle pierced the orange cap. This was discovered before use. The following information was provided by the initial reporter: the needle has pierced the orange cap on the syringe. She has also pierced her finger when going to open the sleeve to use the syringe.